Event description:
It was reported that impella cp with femoral access successfully placed, procedure completed without incidence. After the removal of 14f sheath, the pre-placed perclose device failed. Manual compression held , but patient required 1 unit prbcs and protamine administration. Hemostasis then achieved with manual compression, then femostop placed.

Manufacturer narrative:
The investigation for the reported access site bleeding has been completed. The impella device was discarded by the customer, however, clinical details were sufficient to determine the root cause. The root cause of the access site bleeding issue was lack of vessel recoil due to patient condition related as the patient had calcified vessels condition. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿